Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported immediately noticing there was no string following insertion. She was able to manually remove the tampon and did not seek medical attention. Customer describes that there was plastic wrapped around the tampon which prevented the string from being accessible.